Manufacturer narrative:
The reported capture anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the capture anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine device change out due to normal eri. During the procedure, intermittent pacing dropout was observed. It was noted that the physician was using the peak plasmablade at the site of the implanted system and the power setting for the plasmablade was unknown along with the position of the grounding plate. The procedure was completed successfully without adverse consequence to the patient.